Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that the insulin pump set its temp basal itself at a different number than what she set it to. The customer's blood glucose reading was unknown. The customer was advised to disconnect from the device and revert to a backup plan. The device was replaced and returned.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed a temp basal rate and monitored for 48 hours. No changing temp basal rate for a different percent rate noted during testing. No delivery anomaly noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. The insulin pump was downloaded properly using carelink pro.